Manufacturer narrative:
Zoll medical corporation evaluated the device and observed proper operation during functional and performance testing. The reported malfunction was not replicated or confirmed. The device was returned to the customer.

Event description:
During a routine shift check by a clinician, the device failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction.